Event description:
Microdebrider was being used in the patient's nose. Unit would not turn off when surgeon released the foot pedal. Unit had to be turned off in order to get the microdebrider handpiece to stop activating so there would be no damage to patient's nose. Manufacturer response for microdebrider, microdebrider 70339050 (per site reporter): malfunction was caused by a faulty main board. Main board needs replaced.